Event description:
It was reported that during the software data log review, there was four occurrence for "entering broken mode" on the pressure pod assembly. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Software log analysis was performed by the MFR on (B)(4) 2014. Log file start date: (B)(4) 2013; log file stop date: (B)(4) 2013.